Event description:
The customer reported that the system displayed a blank screen. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cmos battery and reconfigured the bios. The system was tested and found to be working as intended and put back in service.